Event description:
Voluntary medwatch (B)(4) was received. A pt reports experiencing visual difficulties following bilateral refractive surgery in 2008, however, the medwatch report indicates an event date of (B)(6) 2006. Symptoms include: corneal haze, permanent damage from corneal swelling, post-op astigmatism, overcorrection, epithelial ingrowth, blepharitis, ghosting, halos, starbursts, loss of contract, decentered eyes, corneal thinning and dlk (diffuse lamellar keratitis). The pt reports obtaining several 'second opinions' and difficulties with operating surgeon as well as the additional physicians providing the second opinions. The pt also reports dry eyes prior to the refractive surgery. No further info is available. This report is for the left eye, the right eye is being reported under MFR report # 1061857-2008-00190.

Manufacturer narrative:
Determination of root cause: assessment: a complete device eval was not possible because the voluntary medwatch did not provide any device specific info. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed because the voluntary medwatch did not provide the name of the facility or the surgeon. Follow-up info was not available. Conclusion: due to the lack of info available, root cause could not be determined. (B)(4).